Event description:
Reporting status: serious injury - required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, a 2.5 x 15 xience was implanted in the mid lad and a 4.0 x 12 xience was implanted in the proximal rca. During a follow up visit in 2009, restenosis was observed in the mid lad. Another ptca procedure was performed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that restenosis, as noted in the xience v IFU and risk assessment, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. The restenosis required treatment with ptca. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.